Manufacturer narrative:
Date of initial report: 10/16/2007. The incident sample was not returned for evaluation therefore an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.

Event description:
The report stated that five minutes after starting a radio frequency ablation procedure, a water leak occurred at the strain relief of the handle of the needle electrode. The doctor changed the needle electrode and completed the procedure. There was no injury reported.